Event description:
Pt no 247289 on 8/2/93 at 9:05 am was being anesthetized for surgery by crna when anesthetist noted a rise in pt's blood pressure. When the forane vaporizor was not vaporizing the gas. There was no gas in the line. Pt was switched to halothane vaporizor. It was also noted on coz monitor no values.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-may-93. Service provided by: independent service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: none or unknown, unanticipated adverse reaction - short term. Conclusion: invalid data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device repaired and put back in service. The device was not destroyed/disposed of.